Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and safety valve test failed during pre-use check. Identification of issue has been done by analyzing problem description and device¿s logs. The evaluation of attached log files revealed appearance of technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. The issue was decided to be reported the technical error may lead to stop of ventilation. According to the information provided by the technician, the safety valve membrane was dirty. After cleaning, the issue has been resolved and the device was delivered to the user in working condition. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/14/2011. Corrected manufacture date: 11/16/2011.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. The ventilator generated a technical error code indicating an open safety valve. There was no patient involvement. Manufacturer ref.#: (B)(4).